Event description:
It was reported that while changing IV bags, the infant patient experienced episodes of hypotension and oxygen desaturation. The patient was receiving inotropes and numerous other unspecified medications. The patient's oxygen saturation was maintaining in the "80's". However, when the drips were changed, the patient became hypotensive and desaturated to the "40's". The patient had pre-existing pulmonary hypertension. The clinician indicated the patient took multiple hours to recover and indicated the events were potentially life threatening. There was no indication of if intervention was required or lasting patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that while changing IV bags, the infant patient experienced episodes of hypotension and oxygen desaturation. The patient was receiving ionotropes and numerous other unspecified medications. The patient's oxygen saturation was maintaining in the "80's". However, when the drips were changed, the patient became hypotensive and desaturated to the "40's". The patient had pre-existing pulmonary hypertension. The clinician indicated the patient took multiple hours to recover and indicated the events were potentially life threatening. There was no indication of if intervention was required or lasting patient harm.